Event description:
It was reported to covidien on 07/21/2009 that a customer had an issue with a safety syringe. Customer states that the seal around the needle is degraded. When the nurse injected into the patient the needle broke off.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer immediately after changing to new reaction vessel lot 69436p100. The customer confirmed there was no problem with the pipetting or level sensor systems, as it was clear the issue was resolved when they changed the lot of suspect reaction vessels. The field service representative was to perform maintenance soon and retrieve the result log. There was no impact to patient management.